Manufacturer narrative:
Found default pulse rate set at 15 pps. Changed settings in rus so system is defaulted at 8pps. System operating as intended with a default pulse rate of 8 pps.

Event description:
A ge medical systems field service rep found default pulse rate set to 15pps.